Event description:
It was reported that during a lung procedure, the clips did not deploy. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) - yielded jaw, returned empty. The analysis result showed that the er320 instrument was received empty and the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.